Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience.(B)(4).

Event description:
Treatment of a giant unruptured aneurysm located in the cavernous segment of the ica (internal carotid artery). The patient was on dual antiplatelet therapy. During the procedure, it was reported the pipeline (4.25mm x 18mm) failed to open and a hyperform balloon was used to achieve full wall apposition (an option presented in the instructions for use). Post procedural angiography showed an eclipse. No patient injury was reported as a result of the procedure.